Event description:
It was reported that the patient presented for routine follow up, the implantable cardiac monitor exhibited premature battery depletion. The device could not be interrogated with two different programmers; there was no telemetry. The device was explanted.

Manufacturer narrative:
Analysis found normal characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.